Event description:
Filshie clamp came off and is by my bowels and can't afford surgery to reverse it, now I am stuck with having to get a hysterectomy. I don't want one, I just want it reversed and an iud done. I've been so sick with abdominal pain for a year, and now a recent CT showed my clip down at my rectum with my body trying to fight it off like an infection, hospital after hospital and doctor after doctor.